Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that saddle was broken off of screw. The patient underwent a revision surgery to removed the broken screw. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual review of the returned implant confirms implant disassembly. Optical examination of the mas head confirmed the retaining ring remains fully seated within the ring groove, with the ring ¿ears¿ sheared through their cross-section, with visible shear lines. The ring and head display evidence of localized wear, consistent with hyper angulation of the bone screw head in vivo. Dimensional inspection of the bone screw head confirm conformance to print specification. The above observations are consistent with hyper angulation of the bone screw head.